Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. In addition, customer reported that the pump felt hot to the touch while charging. Customer's blood glucose levels went up to 534 mg/dl which were addressed by administering a manual pen injection. Reportedly, the customer had manual injections as alternate insulin therapy.